Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator and lead upgrade. After opening the pocket to complete the lead explant, it was noted that there was insulation abrasion of the right ventricular lead. There were no electrical anomalies associated. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.